Event description:
The customer reported that when the ventilator was connected to a pt the tidal volume settings decreased.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care ab. Maquet critical ab provides product failure investigation, analysis and resolution for the device described in this report.